Manufacturer narrative:
The reported complaint that "the autopulse platform (serial #(B)(6)) displayed user advisory "(ua) 07" (discrepancy between load 1 and load 2 too large) message upon powering on" was confirmed during both archive data review and functional testing. The root cause of the ua07 was due to failed load cell module 2. The cracked cover and load cell failure were likely attributed to mishandling such as a drop. During visual inspection of the returned platform, a crack was observed on the top cover. The observed physical damage is unrelated to the reported complaint and is characteristic of harsh impacts due to user mishandling. The top cover needs to be replaced to address the issue. A review of the archive data showed multiple ua07 advisory messages, thus confirming the reported complaint. Functional testing failed due to the ua07 advisory message displayed upon powering up the platform, confirming the reported complaint. A load cell characterization test revealed that load cell module 2 was defective. The failed load cell module 2 needs to be replaced to remedy the fault. Zoll is waiting customer's approval for repair. Historical complaints were reviewed for service information related to the reported complaint, and there was no previous history of complaint reported for autopulse platform with serial number (B)(6) .

Event description:
During shift check, customer reported the autopulse platform serial (B)(6), displayed user advisory "(ua) 07" (discrepancy between load 1 and load 2 too large) message upon powering on. The customer was unable to clear the advisory, and no noticeable damage to the load sensor. No patient involvement.

Manufacturer narrative:
Zoll has not received the product for investigation. A follow-up report will be submitted when the product is returned, and investigation has been completed.